Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that there was one isolated episode of an impella console (aic) failure during the support with an impella 5.5 pump. The nurse was able to restart the console and resume support at previous p-level with no further issues, but the team has a backup console ready in case of further malfunction. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs from the period of date of occurrence could not be obtained. All available logs were not applicable. A known good pump and purge line was run with the console with no observable anomaly. There was no confirmation of the reported failure mode from any of the available logs. The root cause for the failure could not be determined due to insufficient information.